Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing gel. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "missing gel barrier, no gel in the vacuum tubes."

Manufacturer narrative:
Investigation summary: bd received three (3) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure mode for missing gel was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing gel. Bd was not able to identify a root cause for the indicated failure mode.